Manufacturer narrative:
The product is not available for evaluation as it was discarded at the facility. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. A complete review of the manufacturing records was executed and the device passed without nonconformance. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material such as chronic clot or atherosclerotic plaque. The catheter is not designed to withstand the additional pull force needed to remove these materials. The IFU for the product contains the following warning: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a thrombectomy with this fogarty balloon catheter, the physician noted that the balloon was leaking. When the product was retrieved, it was noted that there was a part missing on the balloon. It is unknown where the missing balloon is located. No complaints of patient injury. The device was discarded at the facility and will not be returned. Patient demographics requested, but unable to be obtained.